Event description:
The pt is pursuing a liability claim arising out of the use of the nexgen tm monoblock tibia. It was reported by the pt's counsel that the pt received the implant on (B)(6) 2007 and is experiencing pain.

Manufacturer narrative:
Based on the info available, the root cause of the event cannot be determined. Should additional info be obtained to further this investigation, this report shall be updated.